Event description:
It was reported that during a case at the user facility, the device was overheating. The procedure was completed successfully with no patient involvement, no delay, no medical intervention, and no adverse consequences reported.